Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, excessive bleeding occurred from the staple line of the purple reloads, requiring additional hemostasis. With the first purple reload in the gastric antrum using the powered handle, upon activating the stapler and performing the section, excessive bleeding occurred along with a serosal injury on the anterior face. The issues were resolved by reinforcing with mechanical sutures and clips.

Event description:
According to the reporter, during a gastric sleeve procedure, excessive bleeding occurred from the staple line of the two purple reloads, requiring additional hemostasis. With the first purple reload in the gastric antrum using the powered handle, upon activating the stapler and performing the section, excessive bleeding occurred along with a serosal injury on the anterior face. The issues were resolved by reinforcing with mechanical sutures and clips.

Manufacturer narrative:
Additional information: b5, d3, d4, d10, g3, h4. D10 concomitant products: egia60amt egia60amt egia 60 artic med thick sulu - (lot#p5b0946). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.